Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 555 mg/dl. The customers current blood glucose levels were unknown. The customer did not list any symptoms and the incident was treated with the insulin pump. Customer did not seek medical treatment and it is unknown what caused the high blood glucose levels. Troubleshooting was not completed. A replacement sensor is not being sent to the customer. The sensor was not returned for analysis.